Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and sections d9, h1, h2, h3, and h6 to report that the device was not received for analysis. Information for section a1, a2, a3, a4 were not available. When information becomes available, a supplemental report will be filed.

Event description:
Per complaint (B)(4), it was discovered during clinical procedure that a doctor was sent the wrong hex tool for a dental implant that they ordered. The patient had to be grafted for a future surgery because the procedure was not able to be completed. No additional patient consequences were reported.